Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001721 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Additional information received on 27-oct-2021 provided the lot # for this reported device. Therefore, d4. Lot and d4. Expiration date were processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that there was a damaged valve. Blood was leaking. No patient consequence was reported. The physician used another same type product to complete the procedure. Additional information: there was no physical damage on valve/hub. The hemostasis valve (gasket) probably broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised. The approximate volume of blood that was lost was a very small amount - a few drops. No medical intervention was required to stop the bleeding. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
(B)(6), since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).